Manufacturer narrative:
For 2 events, the investigation could not identify a product problem. The cause of the event could not be determined. For 2 events, the service actions resolved the issue. The follow up actions for 1 event was that the field service representative replaced a solenoid value and dilution bottles. The follow up actions for 1 event was that the field service representative performed a 21 cup precision check and the results were within normal range. The customer ran cal/qc and verified normal operation. The follow up actions for 1 event was that the field service engineer determined there was a clot in the sample probe solution. The sample probe was flushed and this resolved the issue. There were no follow up actions for 1 event. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial number continued: (B)(4).

Event description:
Questionable low results were generated by the cobas 8000 cobas c 502 module. The events involved a total of 4 patients with the following: 1 questionable result for ck creatine kinase, 1 questionable result for ureal urea/bun, 1 questionable result for valp2 valproic acid, 1 questionable result for a1c-3 tina-quant hemoglobin a1c gen.3. The patients' ages ranged from 25 years to 26 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There was 1 female and 2 males. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.